Event description:
It was reported that the system 9800's c-arm had intermittent problems with vertical lift. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an investigation over the telephone. The malfunction is suspected to be the power supply ps3. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.